Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator replacement due to normal eri, externalized conductors and failure to capture were observed on the right ventricular lead. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2018. The new system was implanted on the patient¿s right side. No further information was provided.

Event description:
New information states that patient was in stable condition during and after the procedure.